Manufacturer narrative:
The user reported an internal bleeding event. The event happened on january 4th, 2025. According to the user, the patient had four stents placed in january, and the glue used to close the arterial access site failed, leading to internal bleeding and significant bruising in the abdomen. The patient visited the ER due to swelling and discoloration. Blood work confirmed no major blood loss, and hemoglobin and hematocrit levels were within normal limits. The event was not related to diabetes; therefore, no glucose-related data is applicable. The event was not related to the sensor insertion/removal. The user received monitoring of hemoglobin and hematocrit levels and continued anticoagulant management at the hospital. The user was prescribed plavix, aspirin, eliquis, and a watchman filter was implanted.

Event description:
On 30 april 2025, senseonics was made aware of an incident where user reported an internal bleeding event. The event happened on (B)(6), 2025. According to the user, the patient had four stents placed in january, and the glue used to close the arterial access site failed, leading to internal bleeding and significant bruising in the abdomen. The patient visited the ER due to swelling and discoloration. Blood work confirmed no major blood loss, and hemoglobin and hematocrit levels were within normal limits. The event was not related to diabetes; therefore, no glucose-related data is applicable. The event was not related to the sensor insertion/removal. The user received monitoring of hemoglobin and hematocrit levels and continued anticoagulant management at the hospital. The user was prescribed plavix, aspirin, eliquis, and a watchman filter was implanted.